Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the excel 36khz straight handpiece each1 (c2602) has low handle power and hot handle. No patient/user injury occurred, and no surgical delay has been reported.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The excel 36khz straight handpiece each1 (c2602) was returned for evaluation: device history record (DHR) - the DHR documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the complaint incident was observed. Failure analysis - the investigation of the returned handpiece (hp) shows that the hp has no power, and that the coil form is rusty. The rusty coil form indicates that water is present in the coil form. This can potentially impact the efficiency of the drive coil, resulting in the console sending more power to the handpiece. This can then potentially cause the handpiece to heat due to the extra power delivered to the handpiece. To resolve the issue, the coil form and the transducer have been replaced root cause - the complaint is confirmed via the inspection. The root causes are defective coil form & transducer after 11 years in the field without being previously serviced. Regular maintenance can help to prevent issues like this from occurring. No further corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.